Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call that customer were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer's blood glucose level was 700 mg/dl at the time of call. Customer also reported that the revel insulin pump was no longer delivering insulin. The customer did not provide details regarding symptoms of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.